Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported lock up issue. Physio replaced the programmed system control and user interface pcb assemblies and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed assemblies and determined the root cause of malfunction to be the u61 ic chip from the system pcb. There was no failures found with the user interface pcb.

Event description:
During daily check, customer observed that the device would intermittently reset and fail to boot up. There was no report of pt involvement with the reported event.